Manufacturer narrative:
When the technician at the account investigated the multirall, he could reproduce the failure mode by attaching the s65-carriage incorrectly. When the carriage is properly attached, the failure mode does not occur. The multirall can be mounted to the rail system in two different ways, depending on the intended use. When mounted with the lift strap under the lift unit, it functions as a normal overhead lift. When mounted with the lift strap above the lift unit, multirall becomes a flexible room-to-room lift that can be used for transfers of patients between different rail systems in different rooms without requiring openings over doorways. In this case, the lift strap was mounted above the lift unit. According to (B)(4) rev. 6 instruction guide, hill-rom states that the user shall always check carefully at each stage that the q-link is correctly applied to the carriage hook/extension belt. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The root cause of the failure is user error. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a multirall detached from the rail causing the fall of a patient. The patient fell on their side and was bleeding from the head. The patient was hospitalized for one day (with no critical injuries). This report was filed in our complaint handling system as complaint #(B)(4).